Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for blood glucose levels over 1000 mg/dl. The husband stated that the customer also experienced a blood pressure spike which lead to a heart attack. Troubleshooting was not possible at the time of the call as the customer was about to have surgery. Nothing further was reported.